Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/2/2020. The following additional information was received: the involved and return quantity should be 5. Note: events reported via mw 2210968-2020-04177, 2210968-2020-04178, 2210968-2020-04179 and 2210968-2020-04308.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pkz911 and no non-conformances were identified. Investigation summary: one video and two pictures were provided for analysis. Upon visual inspection of the video, it was observed that the needle was separate from the suture intentionally and the force use to detach the needle could not be determined. Also, the pictures were visually inspected, the back of overwrap packet, several needle-suture combinations (green and white sutures) and one needle at a needle holder of product code d10069, lot pkz911 could be observed. However, no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that a patient underwent a valve replacement procedure on (B)(6) 2020 and suture was used. During the procedure, the suture pulled off the needle after finishing the first stitch. Changed another one to complete the surgery. There is no report on patient's injury. No adverse patient consequences were reported, no additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/29/2020. Additional h3 investigation summary: a bottom overwrap packet and five needles of product code d10069, lot # pkz911 were received for evaluation. During the visual inspection of five needles, the swage and attachment area were noted to be as expected and no marks by use of a surgical instrument could be observed and no remnant of the suture was observed into the barrel hole. The sutures were not received for evaluation to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident. Note: events reported via mw 2210968-2020-04182, 2210968-2020-04177, 2210968-2020-04178, 2210968-2020-04179, 2210968-2020-04308.